Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. Medical device - expiry date: 08/2020.

Event description:
It was reported that during dialysis catheter placement, the tunneler tip allegedly broke. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for damaged/defective tunneler, as the proximal end of the plastic catheter loading tip on the tunneler was observed to be missing from the tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. H10: d4 (expiry date: 08/2020); h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter placement, the tunneler tip allegedly broke. It was further reported that another device was used to complete the procedure. There was no reported patient injury.